Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient reported difficulty charging the ins. The following troubleshooting steps were performed: dismissed code, located the ins by looking for incision and/or palpating the ins, patient said that they can feel the scar however can't feel the implant itself, said has never felt the implant. Patient also said that ins site is sore has always been sore since implant. Next troubleshooting steps: repositioned the recharger, recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider tightening the recharging belt, reset the recharger. Additional troubleshooting information: consider changing into a different posture and also asking if another person could assist during the recharge process. The issue was not resolved through troubleshooting. Patient to consider taking a break right now and recharge in multiple smaller sessions. The patient was redirected to their healthcare provider to further address the issue. Additional information received indicated that report that the patient said that they stopped using the therapy. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to fu rther address the issue. No further complications were reported at this time.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.